Manufacturer narrative:
No products were received into depuy for investigation. Following investigation by bioengineering, notification was received that: root cause: undetermined from the information available at this time. It may be a number of factors - implant position, soft tissue tension, debris release from the com thr, debris/ion release from the contra-lateral implant etc. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Additional information identified by bioengineering is being requested by complaints administration. Should additional information be received, then the complaint shall be investigated further. Addendum added (B)(4) 2011. Conclusion and justification status: following further investigation, a second report was received from bioengineering (B)(4) 2011 concluding: root cause undetermined from the information available at this time. It is noted that the implant has not been revised. The blood ion measurements are low suggesting that ion release from the implant is low. The effect may be a number of factors - implant position, soft tissue tension, debris release from the com thr, debris/ion release from the contra-lateral implant, a past event etc. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
MRI scan carried out of the left hip replacement, demonstrates a 7.5 pseudo-tumor with fluid in it surrounding the left greater trochanter (and the neurological symptoms).